Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The patient was reported to be over the age of 18 years. A visual examination of the returned device found that one jaw was bent. Functionally, the jaws were able to be opened and closed. However, the jaws were misaligned and failed to close properly due to the bent jaw. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was not consistent with the complaint that the jaws failed to open. However, the evaluation found that one of the jaws was bent which led to jaw misalignment. There are controls in the manufacturing process that exist to limit product performance issues. However, it is not known if the bend existed prior to procedural use. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure while inside the patient, the forceps would not open. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; one jaw was bent.